Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. Medical device expiration date: unknown. Results: 3 customer samples were returned. They were checked visually and no defect was seen on any part. Function of the release was checked with a normal action force by the fingers and it was confirmed it worked normally. A bd blood collection needle was connected. The needle was not loose and could be removed smoothly. The same checks were done on 10 retained lot samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 13f10. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that a needle was stuck in a bd vacutainer¿ pronto¿ quick release needle holder because its button would not activate. The user hit the apparatus on a table to dislodge the needle. Dirty needle stick. Medical intervention unknown.